Event description:
Device 2 of 2. Refer to MFR report 1627487-2014-08386. It was reported that during the pt's ipg replacement surgery (refer to MFR report 1627487-2014-26593) intra-operative testing revealed high lead impedances on one of the pt's leads. The pt's physician decided to explant and replace the pt's lead. As it is unk which lead lot number was involved in the reported issue, all possible leads are being reported as explanted.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead identified fractures approx 175 mm from the stimulation end of the lead. It was concluded that the kink with all internal wires broken is consistent with an overstress condition the lead was subjected to while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.